Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) seemingly successful deployment. However, the patient presented in the office with leg cramps and was found to have an exoseal embolus after pathology confirmation. Therefore, the embolus was removed surgically. The product was stored as per labeling and was opened in a sterile field. The exoseal vcd used in a diagnostic procedure. The physician has achieved certification on the use of exoseal vcd. The device was stored and handled as per the instruction for use (IFU). There was resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer had been retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The bleed-back indicator was not visibly damaged. The product was removed intact (in one piece) from the patient. There were no anticoagulants, antiplatelets or any thrombolytics used. The act was not taken during the procedure due to diagnostic. The patient¿s inr was not >1.5. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There were no multiple sheath exchanges. There was no procedural sheath greater than 7f used. There were no multiple stick attempts made before intravascular access was achieved. Hemostasis was achieved. The embolus developed during the patient¿s recovery at home. The patient had resumed to normal activity when the embolus started. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The patient recovered post cutdown embolectomy. The product was not returned for analysis as it was discarded by the site. A product history record (phr) review of lot 17884668 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿plug inaccurate placement ¿ intravascular¿ and ¿embolus¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an intravascular deployment, may have contributed to the reported events. Embolisms are a known potential complication of vascular closure device and are listed in the IFU as such. The precautions section in the IFU indicates that serious adverse events might result with the use of the vcd in vessels not suitable for the use of the device. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) seemingly successful deployment. However, the patient presented in the office with leg cramps and was found to have an exoseal embolus after pathology confirmation. Therefore, the embolus was removed surgically. The product was stored as per labeling and was opened in a sterile field. The exoseal vcd used in a diagnostic procedure. The physician has achieved certification on the use of exoseal vcd. The device was stored and handled as per the instruction for use (IFU). There was resistance/friction experienced as the exoseal vcd was advanced through the sheath. There was difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer had been retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. The bleed-back indicator was not visibly damaged. The product was removed intact (in one piece) from the patient. There were no anticoagulants, antiplatelets or any thrombolytics used. The act was not taken during the procedure due to diagnostic. The patient¿s inr was not >1.5. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There were no multiple sheath exchanges. There was no procedural sheath greater than 7f used. There were no multiple stick attempts made before intravascular access was achieved. Hemostasis was achieved. The embolus developed during the patient¿s recovery at home. The patient had resumed to normal activity when the embolus started. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). There was no posterior wall puncture. The patient recovered post cutdown embolectomy. The device will not be returned for evaluation as it was not kept because the exoseal appeared to be given successfully at the time of the procedure.